Event description:
This notification was opened for review for a device being returned for service. There was no harm or injury reported. Upon pre-evaluation it was noted that the device had an initial power up condition due to the device sitting prior to evaluation which causes the batteries' energy level to be too low to allow the device to respond. The result is an ¿initial power up¿ condition from the pre-evaluation tool. This information is alerting the user the device's batteries don¿t have enough charge for testing at this time and does not suggest or confirm any malfunction of the device. During the evaluation, the device's lcd screen was found to be blank. The device's system board needs to be replaced to address the issue. No repairs were performed. The device was scrapped.